Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the pump is gaining time. The health care provider (hcp) corrected the time and date in the office, and within 20 minutes the time went from 306pm to 506pm. The issue caused blood glucose (bg) excursions of 300-545mg/dl; no symptoms. Patient does not have symptoms for high bgs. Customer support (cs) advised patient pump will be replaced, not to use the pump, and confirmed patient has an alternate source of insulin instructed to follow up with hcp if needed. This complaint is being reported because the patient experienced hyperglycemia related to the pump not keeping time accurately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2014 with the following findings: no defect was found. Black box shows manual time change from 2/13/14 3:04am to 2/12/14 5:08pm. Daily insulin delivery totals correctly reflect user's programmed basal rates. A timekeeping accuracy test was performed; the pump was keeping time accurately. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.